Event description:
The information provided to sjm indicated that a 6f angio-seal vip was selected for use. A femoral thrombus was treated surgically that was reported by the anchor not secured to the vessel wall.